Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant procedure. Once the right atrial lead was placed, high threshold was noted. The lead was repositioned several times without change. The lead was not used, and another was implanted. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 52.0 cm. The reported event of unacceptable threshold was not confirmed. Analysis was normal. No anomalies were found.